Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead was implanted on (B)(6) 2026 and their ins was implanted on (B)(6) 2026. At the first outpatient visit on (B)(6) 2026, it was confirmed that there were no issues with impedance or stimulation sensation. However, a problem was identified at the outpatient visit on (B)(6) 2026. Previously, the patient felt stimulation at =1ma, but stimulation was no longer perceived unless it was increased to approximately 6ma. On (B)(6) 2026, lead replacement was considered and surgery was performed. The lead was found to be mobile within the body due to inadequate fixation (although it had been confirmed to be normal as of (B)(6) 2026). The lead was removed and a new lead was inserted. After confirming that stimulation sensation was appropriate, implantation surgery was completed together with a new stimulator. The issue was resolved. For the retrieved lead, analysis was requested to confirm whether the tines were functioning properly (e.g., gripping force) and whether there were any issues with the electrodes.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown serial# implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.